Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. . Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to manufacturing issue of the door latch assy.

Event description:
It was reported that the device had damaged sear. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had damaged sear. There was no patient involvement.